Event description:
It was reported the customer's insulin pump was alarming no delivery during a bolus. The customer stated they had changed their infusion set, reservoir, and site but the alarm was recurring. The customer stated they are reverting to their insulin pen. The customer's blood glucose was unknown. Customer was disconnected from the call before troubleshooting could occur. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).